Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer's blood glucose level ranged from 78-100 mg/dl. The customer continued to use the pump for insulin therapy.